Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient showed up to the clinic for a check-up, noise was discovered on the right ventricular lead. The patient returned for a lead revision. The pocket was opened and no noise was noted when the lead was reviewed on the psa. The pacemaker was explanted and the right ventricular lead was capped. A new system was implanted. The patient was asymptomatic prior, during, and after the case. The patient was fine in the recovery room.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of the device image. Visual inspection noted no anomalies. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.